Event description:
The hcp reported that the pump was explanted after an implant duration of 38 months due to "underinfusion." "Pump consistently underinfusing. Actual reservoir volume more than 10 ml more than calculated reservoir volume on interrogation at refill. Occurred on 2 consecutive refills, prior to explant. No rotor study done." The patient was experiencing increased pain "for some weeks." She was given oral opioids. The patient was receiving sufentanil via the drug delivery system. The pump was replaced with a similar device. The explanted device has not been returned to the manufacturer for analysis as of the date of this report.